Event description:
On (B)(6) 2010, use of membragel, 0.8 ml article number 070.101, batch z5927 and straumann bone ceramic, bone ceramic, 0.5-1.0mm, 0.5g, article 070.204 batch z0666. Clinician reports on (B)(6) 2011 after using membragel and bone ceramic the patient had swelling and pus, loss of membragel, on (B)(6) 2011 swelling is better, on (B)(6) 2011 everything ok. Infection was treated with dalacin and chx.

Manufacturer narrative:
Review of batch records indicate that the product was released according to specifications.